Manufacturer narrative:
Additional b5 narrative: the sealant deployed at the stick site prior to passing through the artery and the user could feel it at skin surface. Hemostasis was achieved by manual compression, 30 minutes or less and the patient¿s hospitalization was not extended as a result of the reported event. The patient outcome was recovered. The deployer was trained on the use of the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral artery. The patient was a smaller thin woman. Please note update to section a3 regarding the gender. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure, the sealant plug was outside the white sheath. The complaint report also had sealant dislodged/stuck to device components selected. There was no patient injury and the device was discarded. The exact event date is not known it the event occurred a few weeks ago. The sealant deployed at the stick site prior to passing through the artery and the user could feel it at skin surface. Hemostasis was achieved by manual compression, 30 minutes or less and the patient¿s hospitalization was not extended as a result of the reported event. The patient outcome was recovered. The deployer was trained on the use of the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral artery. The patient was a smaller thin woman. The device was not returned for analysis. The product history record (phr) review of lot f1824002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to patient factors (patient was a smaller thin woman) and/or procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip device for vascular closure, the sealant plug was outside the white sheath. The complaint report also had sealant dislodged/stuck to device components selected. There was no patient injury and the device was discarded. The exact event date is not known it the event occurred a few weeks ago.